Event description:
Product analysis was completed on the generator. Data download confirmed that the device was reset. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring demonstrate the appropriate magnet output for the programmed settings. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. A root cause for hw reset condition was not determined during product analysis. Other than the noted event, there were no additional performance, or any other type of adverse conditions found with the pulse generator.

Event description:
The patient was interrogated and it was found that the device's output current was disabled. An error code 1 was displayed indicating another reset had occurred. When system diagnostics were performed, the device showed a low output current. The physician reported the patient had a slight increase in seizures in the past few months. At this time it is unknown what caused the hardware resets. No surgical intervention has been taken to date. No additional relevant information has been received to date.

Event description:
The device history record's of the generator was reviewed. The generator passed final quality and functional specifications prior to release. Information was received that per the physician's knowledge she did not recall any events that occurred on 04/29 which could have contributed to the hardware reset.

Event description:
Internal investigation revealed dendritic growth was observed on the routed edge of the printed circuit board assembly inside a returned affected generator. It is believed that conductive residues deposited on the edge of the circuit board during the laser-routing manufacturing process likely promoted an environment conducive for dendritic growth to occur between test points on the telemetry and reset circuits. The probable root cause is considered related to the laser-routing process (manufacturing error caused event). No other relevant information has been received to date.

Event description:
It was reported that another device reset occurred. The patient was referred for generator replacement as a result. Internal investigated reported that while the root cause is undetermined, the issue appears to be related to temporary power loss within the generator related to an unknown hardware failure that may have contributed to an intermittent loss of power. No surgical intervention has occurred to date. No additional information has been received to date.

Event description:
It was reported by the physician that there was a low output current warning message. The output current of the patient was programmed on, lead impedance and battery were ok. The sales representative was instructed to inform the physician to exit the session and re-interrogate the device and re-perform diagnostics. The physician proceeded to do so and the issue was resolved with the output current showing ok and 2ma. A decoder was performed from the data provided. It was found that a hardware reset occurred. Since the reset occurred prior to the device being interrogated, the low output current delivered message is an expected event as the device had reset. At this time it is unknown what caused the hardware reset. After system diagnostics was performed later, the device was re-enabled. No additional relevant information has been received to date.

Event description:
The generator was replaced. The explanted generator has been received for analysis but product analysis has not been completed to date. No further relevant information has been received to date.